Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that one ecr60b cartridge reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure with the device when the surgeon fired the device for the 4th firing, they were watching the staple lines and he noticed that the staples were straight legged and malformed. This was on the left side of the inner row. They were not at the cross over point in the procedure. He then completed with suture over the staple line. There was no patient consequence reported. The device was discarded but the reload is available for return.